Event description:
Dealer advised unit alarming very low due to on off switch not working properly. Dealer did troubleshooting and found sieve beds blew causing material to leak into machine and damaging four way valve assembly and coil and pilot valve and o ring.